Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted into the right femoral artery in an 81-year-old male patient with a past medical history of coronary artery disease (cad), presenting in scai stage a shock, prior to initiation of support. The impella was inserted for ventricular support for a protected percutaneous coronary intervention (pci). During the procedure, there was a pericardial effusion. The physician did not attribute the effusion to the impella. He attributed the effusion to a guidewire in the false lumen. A pericardiocentesis was performed. The impella was explanted in the procedural area. The post-procedure outcome is survived at explant. The impella functioned as intended. Pericardial effusion can be influenced by device-specific factors during a pci.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the injury was not determined due to insufficient clinical details.